Event description:
The customer reported that when removing part of the outer box to access the isoton ii 20l cubitainer there was a 3cm blade of a cutter knife next to the cubitainer's bottle neck. There was no leakage from the cubitainer. The potential for safety hazard and chemical exposure was present. The lab's exposure control or risk management plans are in place. The operator did not seek medical attention and was not wearing personal protective equipment at the time of the incident. There was no chemical exposure. There were no reports of death or serious injury, and no affect to operator safety as a result of this event. The blade was removed uneventfully and replacement reagent was shipped to the customer.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer. There was no abnormality found through the batch record review. However, during the production process investigation, a dustbin was noted near the rework area and at same time an open box was found waiting for reworking. Although the reported event could not be duplicated; it was speculated the blade could have dropped in the box in the process of rework. To prevent future incidents alike a dustbin with a cover was provided and kept away from the reworking area. In addition, blade changing amongst the operators is not permitted. The root cause may be attributed to operator error during process of rework at the mfg site. This reportable event was identified during a retrospective review conducted between jan. 1, 2008 and oct. 23, 2010 of complaints for add'l reportable events.